Event description:
Ae#1: (B)(6) 2021 - post-op complication - instability/dislocation (patient dislocated his shoulder during the evening following his surgery. Patient went to the hospital and his shoulder was put back into place) relatedness to the study device and to the surgical procedure noticed as definite.

Manufacturer narrative:
The reported event could not be confirmed since the device was not returned for evaluation and no other evidence was provided for evaluation. A device inspection was not possible since the affected device was not returned, and no other evidences were provided for investigation. The batch record could not be reviewed because the affected device was not returned, and the lot number was not communicated. A review of the labeling did not indicate any abnormalities. More information as well as the affected device must be available in order to determine the exact root cause of the alleged failure. If any additional information is provided, the investigation will be reassessed.

Manufacturer narrative:
Device will not be returned. If additional information becomes available, it will be provided on a supplemental report. Device not explanted.

Event description:
Ae#1: (B)(6) 2021 - post-op complication - instability/dislocation (patient dislocated his shoulder during the evening following his surgery. Patient went to the hospital and his shoulder was put back into place) relatedness to the study device and to the surgical procedure noticed as definite.